Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was revised. Impedance measurements were received but there were no atrial and ventricular waves recorded. Boston scientific technical services (ts) discussed the event and explained likely measurement was taken during the revision. Additional information received indicated that this rv lead was repositioned due to high pacing threshold. No additional adverse patient effects were reported.